Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty (pat) from the common iliac to the external iliac, it was reported that the physician inserted a 10x6mm smart control stent to the proximal lesion and a 7x10mm smart flex at distal. After the smart flex was deployed, the physician performed post dilation with a 8x4mm unknown balloon. He found that there's a distal dissection after post-ballooning and the distal part of stent was twisted. The dissection was getting better soon. Currently, no critical issue of patient has been reported. The lesion was described has being severely stenosed. Images of the stent are attached.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) from the common iliac to the external iliac, it was reported that the physician inserted a 10x6mm smart control stent to the proximal lesion and a 7x10mm smart flex at distal. After the smart flex was deployed, the physician performed post dilation with a 8x4mm unknown balloon. He found that there¿s a distal dissection after post-ballooning and the distal part of stent was twisted. The dissection was getting better soon. Currently, no critical issue of patient has been reported. The lesion was described has being severely stenosed. Multiple attempts to gather additional information and the request to resend the pictures have been made and have been unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Therefore no corrective and preventive actions will be taken at this time.